Event description:
A hospital in (B)(6) reported to a distributor that an rt206 adult inspiratory heated breathing circuit failed the ventilator leak test. This was observed during set up.

Manufacturer narrative:
(B)(4). The rt206 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4) the rt206 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint device was returned to fisher & paykel healthcare in new zealand for inspection. It was visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: the pressure test result was outside of the specification due to excessive leak. When the subject breathing circuit was immersed in the water bath, the leak was observed at the connection between the lid and the bowl of the water trap. A lot check was not performed as lot information was not provided. Conclusion: the water trap of the rt206 adult inspiratory heated breathing circuit consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after it was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt206 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Performa a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate alarms."

Event description:
A hospital in 3) reported to a distributor that an rt206 adult inspiratory heated breathing circuit failed the ventilator leak test. This was observed before use on a patient.